Manufacturer narrative:
The company representative examined the system and replaced the transducer fluidics printed circuit board (pcb). Preventive maintenance was performed. The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, the steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months could not be conducted as the system serial number provided is incorrect. The root cause cannot be determined. (B)(4).

Event description:
A nursing manager reported a system message was displayed during a procedure indicating a "pressure decrease to 60 upon regulation." Following a delay of 15-20 minutes, the system was switched out and the case was completed. Per the facility, the patient's eye had been "blocked" a second time, following the reported delay. Additional information was requested. There was no patient harm reported.